Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. Insulation damage was assumed. An x-ray was performed, confirming the lv lead to be fractured. It was thought to be a result of a clavicular crush. An invasive revision procedure was performed and the lv lead was extracted successfully. A vessel dissection occurred after multiple unsuccessful attempts with this and another lv lead, and while using a balloon catheter and an inner guiding catheter. It is unknown which product caused the dissection. The device was reprogrammed to right ventricle (rv) only and the procedure was abandoned. A revision procedure was scheduled to implant an lv lead at a later date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lab analysis observed arcing from the anode coil to the coil below the anode coil. Further analysis found green residue on the anode coil at the arc site. It was determined the guide wire went between the anode coil and the coil beneath it, tearing the gore coating on the coils.